Event description:
It was reported that the fiber broke, burnt and blew up the debris shield. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
The fiber was not returned for analysis. However, a photo was provided, and media inspection was performed. The photo showed the reported "fiber break". It is likely that procedural handling and procedural conditions of the device during set-up and use contributed to the fiber body break. A partial body break or kink could have occurred during use and when it was inserted into the scope and fired it led to the fiber break. Based on the information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the fiber broke, burnt and blew up the debris shield. The procedure was completed with another device. There were no patient complications.